Event description:
(B)(4). Itchy skin, breast pain , dry skin, sweaty,short of breath, heart palpitations, low libido, muscle pain, heavy periods, blood clots with cycle, pelvic pain, diagnosed with lupus, tingling in arms, leg cramps, weak muscles, fatigue, forgetfulness, depressed, fevers, lower abdomen/back pain, cold feet, leg cramps, brain shocks, anxious, incontinuous, vaginal odor/discharge, hair loss.